Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report an incident while using the purely yours breast pump while at work that afternoon. She states she was using 6 aa batteries installed inside the battery compartment of the pump base to power it on for the first time. Customer reports hearing a loud pop followed by a sizzle sound coming from the pump base 10 minutes into the pumping session.. Black fluid began leaking from the pump however she states she had no contact with the fluid. Customer did not sustain a burn or injury in this event.